Event description:
Customer complaint - limited data available . Stated burnt him. Caused blistering. Bleeding. Scars.

Event description:
Customer complaint - limited data available. Customer stated the device burned them causing blistering, bleeding and scars.